Manufacturer narrative:
During the subsequent site visit by the abbott field service representative (fsr) the architect (B)(4) analyzer was inspected. The fse observed that the sample syringe block screws were loose which were tightened by the fsr. There have been no additional discrepant results after the fsr tightened the sample syringe block screws. A review of the analyzer service history identified no contributing factors to the current complaint. The trend review by the product list number found no trends related to this issue. Labeling was reviewed and contains adequate information on maintenance and troubleshooting of erratic results. Based on the investigation, no product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer reported a falsely elevated magnesium (mg) result generated on the architect c4000 analyzer on one patient. Results provided: sid (B)(6), (B)(6) 2019 = 8.13 / 4.22 / 2.36 / 2.20 mg/dl. (Normal range: 1.4-2.7 mg/dl) no impact to patient management was reported.